Event description:
The customer reports this hemotherm 400ce has had a short on the power board, resulting in the board overheating.

Manufacturer narrative:
Complaint (B)(4) received. No patient involvement.